Manufacturer narrative:
The impella lp2.5 was returned for investigation by the customer. The investigation is ongoing and a supplemental MDR will be filed with the results of the analysis.

Event description:
The complainant reported an (B)(6) year old asian female patient presenting with acute myocardial infarction and cardiogenic shock. The impella lp2.5 was inserted for cardiac support. During support, the patient exhibited leg ischemia which prompted device removal and "retrograde perfusion" via blood products. The patient was in stable condition after explant.

Manufacturer narrative:
The impella lp2.5 was received and a failure investigation was completed. Visual inspection found no damage, defects, or deficiencies that could have contributed to the reported limb ischemia. A review of the device history record found no manufacturing issues or reworks related to this failure mode for any pump in this lot. There are no other complaints for other pumps in this lot or repositioning units in other kit lots that were associated with this failure mode. All introducers in this lot passed all inspection.